Event description:
Reporter stated the patient has experienced hyperglycemia of up to 450 mg/dl since (B)(6) 2013. His normal blood glucose is near 120 mg/dl, and his mother believes the insulin delivery of the infusion device is too low. He changed the infusion set 6 times and delivered insulin via pen to treat hyperglycemia. There were no air bubbles or occlusions in the system. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).